Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the power module device stopped working when used with a saw attachment device which was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: saw attachment device ( (B)(6) 2021) reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition that the power module device stopped working when used with a saw attachment device which was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was not charging, had fluid ingress and the led warning light indicator error (sensors were red) indicating service. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in universal battery charger and checking liquid indicator. The assignable root cause resulting from failures identified during evaluation was determined to be traced to the user, which is user error.